Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an altitude alarm occurred after the pump was exposed to water and the vent holes were covered. The obstruction was removed, and the alarm did not reoccur. There was no reported impact to blood glucose.